Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Patient reported the pod was leaking during wear. As treatment, a correction bolus was delivered.

Manufacturer narrative:
Investigation of the hard cannula found the formed needle to be damaged, causing skin irritation at the infusion site. It could not be determined when this damage occurred. The exact cause of this damage could not be determined.

Manufacturer narrative:
Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768.